Manufacturer narrative:
(B)(6).

Event description:
The customer reported the device is delivering low volume, which may be detrimental to the patient. No patient harm reported. Patient information requested.